Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation was unable to reproduce the downstream occlusion alarm during testing. The device will be re-calibrated and retested to ensure proper functionality.

Event description:
During baxter's evaluation a device alarmed for a constant downstream occlusion alarm. There was no patient involvement.